Manufacturer narrative:
On 31-jul-2023 a 3500a medwatch form from the user facility was received. They described the reported product problem as ¿there was a defective tip on the ablation catheter. The catheter was removed and replaced without harm to the patient.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
Device evaluation details: the complaint device and a picture were returned to biosense webster inc (bwi) for evaluation and the evaluations have been completed. Visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed foreign reddish material was observed inside it. A temperature and impedance test was performed and the device was found working correctly. No impedance issues were observed. The device tip was cut to perform a microscopic analysis and a hole on the pebax was observed. The root cause of the hole on the pebax could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The reddish material could be related to the issue reported by the customer regarding the discoloration on the tip, however, this cannot be conclusively determined. According to pictures provided by the customer, reddish material was observed on the pebax; however, no external damages were observed on it. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint was confirmed based on the picture received, however, the issue reported by the customer could not be replicated during the product investigation. The reddish material inside of the pebax could be related to the issue reported to the customer, although, this cannot be conclusively determined. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a ischemic ventricular tachycardia (isvt) ¿ left ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. It was initially reported by the customer that when ablating in the left ventricle there were impedance rises. Upon visual inspection, there was discoloration at the tip of the catheter. The catheter was replaced, the issue was resolved, and the procedure was continued. Additional iforamtion received indicated ''there was no impedance spike reached. There would be a gradual increase of impedance slowly after initial impedance drop and the physician would come off . 130 to 125 and gradually rise to 130s again. This confined for 4 ablation lesions. Physician then removed the catheter and noticed discoloration around the tip of the ablator. Power 35 watts. Temperature 28-30. Impedance spike cut off was 25 ohms. There was no difficulty manipulating catheter during case or upon withdrawal. They were unsure if pebax was damaged. A medium curl agilis 8.5 french sheath was used and a smartablate generator. The customer¿s reported issue of foreign material (discoloration) at the tip of the catheter and the impedance issues are not considered to be MDR reportable since the potential that these could cause or contribute to a death, serious injury, or other significant adverse event, is remote. On (B)(6) 2023, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax. This finding was reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.